Event description:
On (B)(6) 2012, the patient reported her blood glucose was elevated over 400 mg/dl the night of (B)(6) 2012. She noticed her infusion tubing was no longer attached to the headset. She stated that the tubing had become detached and could not be reattached. She did not notice any insulin leaking. The patient connected to a new infusion set and her blood glucose level returned to normal, 125 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.